Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a foggy and scratchy screen on the insulin pump. Customer has a hard time reading his screen specifically at night. Customer's blood glucose level was 302 mg/dl. Customer stated that he recently had bypass surgery and his health care professional has cut back his basal in half. Customer was running high due to eating and not treating. Customer has not treated due to his active lifestyle. Customer stated that he usually keeps the pump in his pocket and the damage is through normal wear and tear. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window, a cracked belt clip slot and a stained end cap sticker.